Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and found no active alarms or alerts. The fse performed est (extended self tests) and found flow sensor cross check test failed and replaced the oxygen (psol) proportional solenoid valve to resolve the issue. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator battery stopped working, the ventilator became inoperative and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Evaluation code conclusion. The oxygen proportional solenoid valve (psol) was returned for failure investigation. A visual inspection of the returned part showed no anomalies. The psol was installed into a failure investigation test vent for analysis. The unit powered up normally and no errors were recorded in the diagnostic logs. The fault was isolated to a tight shunt on the psol. If information is provided in the future, a supplemental report will be issued.